Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v580647, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that patient had a return of symptoms. She saw a low battery message. Patient noted changing patient programmer (pp) batteries. Patient confirmed implantable battery (ins) was on, she was on program 1 at 1.7 v. Patient confirmed seeing low ins battery icon. Additional information from the manufacturer representative (rep) on (B)(6) reported the patient had a normal battery change and at the appointment they found one high impedance values so the lead was replaced. It was noted the high impedance value was found on (B)(6) . There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v580647, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that the cause of the high impedances was not determined. The lead and ins were disposed of per facility policy.